Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4). Showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - strain relief on probe has pulled away exposing wires.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the strain relief is pulling away was confirmed. The probe's strain relief is damaged exposing the cable wires. The root cause of the reported issue is a probe failure. A history review of serial number dybrac528 showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - strain relief on probe has pulled away exposing wires.